Event description:
When did the failure occur?During therapy.Reason of complaint:A spontaneous disconnection between the catheter and the port. Notably,the connector component remained securely in place, while the catheterdetached from the port.The most recent incident occurred today. Inthis case, the disconnection happened during the injection of contrastmedium. Although contrast injection involves increased pressure andthis may have contributed to the event, we would expect these systemsto withstand such pressures during normal clinical use.

Manufacturer narrative:
Note: Product reference (b)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under #510K130576.The complaint concerns 1 unit of CELSITE ST201F ST SET SIL 6,5F IV reference (b)(4) from batch 9553586.DEVICE HISTORY RECORD:Batch record file number 9553586 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps.No other complaint was reported on this batch released in November 2025.SUMMARY OF INVESTIGATION:No sample, no X-Ray picture, and no completed form "REQUEST FOR INFORMATION ACCESS PORT INCIDENT" were returned for evaluation.Raw material historical review:The batch records of the catheters, of the connection rings and of the access ports housing included in the impacted device kit were verified. They are compliant with the defined specifications and no discrepancy was observed. All raw materials used for the manufacturing of these elements were also compliant upon receipt.Manufacturing process review:Visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect.ROOT CAUSE:Without the complaint sample and/or X-Ray pictures, no thorough investigation is possible, and we cannot conclude on the real cause of the incident that occurred during the injection of contrastmedium.The Celsite ST201F ST SET SIL 6,5F reference may be used for high flow rate/high pressure injection with a recommended maximun pressure of 325psi.IFU RECOMMANDATIONS:The IFU specifies the connection method to well connect the catheter and the access port housing with the connection ring and recommendations for high pressure use.CONCLUSION:Without conclusive element for evaluation, it is not possible to determine the exact root cause of the catheter disconnection, that occurred during the injection of contrast medium.However, it is worth noting that:the batch history record has not revealed failure during manufacturing process. No other similar complaint was reported on this access port batch.Catheter disconnection is a known complication for which the complaint rate remains low.No corrective action is currently envisaged as IFU already gives recommendations to avoid this type of incident.If the complaint sample involved in this complaint becomes available, the complaint will be reopened for further evaluation.